Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, patient with history of acute diverticulitis underwent a robotic sigmoid colectomy and surgeon noted in his operative report, ¿the stapler misfired requiring mini laparotomy to release the stapler. In releasing the stapler, a colectomy was made as well as proctotomy.¿ the procedure was converted to an open extended left colectomy with colorectal anastomosis and resect in the distal transverse colon due to tissue injury. In the days following surgery, patient required blood transfusions, IV antibiotics for wound infections, and a wound vac. 11 months later, patient underwent a second surgery to repair the incisional hernia and her weakened abdominal wall.

Manufacturer narrative:
(B)(4). Date sent: 04/06/2022. Medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2022 h11: corrected data = h6.